Event description:
As reported for this event, during a therapeutic endoscopic sphincterotomy (est) when the device was energized, energization did not occur. The device was removed from the patient. Upon checking, the device was found to be broken. The procedure was completed with another similar device. There is no harm or adverse impact to the patient. The settings of the device at the time of the event are unknown.

Manufacturer narrative:
Full name of the facility is national hospital (B)(6). The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Upon inspection of the device, it was observed that the cutting wire was broken. The broken part was examined. The coating of the cutting wire was torn, and the broken portion was scorched and melted. The outer diameter of the cutting wire was measured. The result indicated no abnormalities. The length of the coated portion of the cutting wire, and the cutting wire itself presented no abnormalities. There were no missing parts in the device. Due diligence was performed with the customer for more details of the event, that could help the investigation. However, the customer was unable to provide any additional information. No other abnormalities that could lead to breakage of the knife wire could be confirmed. Based on the result of confirmation of the device, and the result of past similar complaint investigation, a likely mechanism causing the cutting wire breakage might be the following. However, the exact cause could not be determined. 1. The cutting wire where the wire coating was torn came into contact with the distal end of the endoscope when the forceps elevator was raised. 2. Subsequently, an electric conduction was activated. This caused the cutting wire to become hot instantly at the contact point. As a result, the cutting wire broke. Also, it has been confirmed that the tearing of the coated portion of the cutting wire can be replicated by the following mechanism: 1. Raise the forceps elevator of the endoscope. 2. Once the cutting wire deflects, the coated portion of the wire comes into contact with the metal part of the distal end of the endoscope. 3. Subsequently, when the cutting wire was moved back and forth, tearing of the coated portion is caused. It is possible that the slider was slightly pushed hard. This possibly caused the cutting wire to deflect. This instruction manual contains the following information relevant to the event: ¿ since the cutting wire is very thin, it may break off in the following cases: the distance between the papilla of vater and the cutting wire is very short, the output is too high or activated while the cutting wire touches metal parts of the endoscope, or the cutting wire is tightened too strong. When the cutting wire breaks off, its proximal end will be retracted toward the endoscope if the slider is pulled. If the slider is pushed, the cutting wire will be pushed out toward the papilla or move sideways. If the cutting wire breaks off, stop the output immediately and pull the slider completely to retract the broken cutting wire into the tube. Then withdraw the sphincterotome from the papilla. Otherwise, patient injury, such as perforations, bleeding, or lacerations within the biliary duct, and/or damage of the endoscope could result. When inserting the instrument into the endoscope, be sure that the cutting wire is parallel to the tube. Otherwise, the metal part of the forceps elevator may contact the cutting wire and peel off the coating material. Do not activate output while tissue is in contact with the torn or damaged coated portion of the distal end. If output is activated while tissue is contacting the torn or damaged coated portion due to insertion into or withdrawal from an endoscope, leakage current, decreased output, and/or thermal injury could result. If you feel the cutting is blunt, withdraw the device from the scope to examine if there is any peel off and tear at the coating portion.